Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The carefusion authorized service technician recalibrated model lap top ventilator 950. The ventilator was tested and volume setting was out specification not pressure. Recalibration fixed issue with ventilator and unit passed all testing. No parts replaced.

Event description:
The customer report model lap top ventilator 950 alarms low pressure despite changing circuits multiple times and passing leak test. It is unknown if ventilator was on a patient at time of event.